Manufacturer narrative:
International medical device regulators forum (imdrf) adverse event reporting (B)(4). Type of investigation: 10 testing of actual/suspected device.

Event description:
Pentax medical was made aware of an event that occurred during the pre-procedural check in the united states. The reported complaint was that during the pre-procedure check reddish brown fluid was witnessed coming out of the air channel during the "bubbles test", involving a pentax medical video gastroscope, model eg27-i10, serial number (B)(4). The account removed the endoscope from circulation and placed it in the decontamination room. They performed a leak test with passing result. They are reprocessing the instrument to be sent in to pentax medical for evaluation. Their biomed department is going to check their aer's (dsd-edge) for clogged filters or any errors. The customer owned gastroscope was returned for evaluation on (B)(6) 2020, and the appearance of the reddish brown fluid could not be duplicated or confirmed. The service technician inspected the endoscope under service order (B)(4), and did document a slice by accessory in the primary operation channel, fluid invasion in pve connector and the following failure codes: ccd circuit board wrong model/serial number information, distal body chip at channel opening at thinnest part, image distorted, insertion tube abrasion, insertion tube markings mild discoloration at stage 1, insertion tube markings mild discoloration at stage 2, fluid invasion not observed in control body, pve electrical connector frame mild corrosion. The colonoscope will undergo repairs including the following components: o-rings and seals, bending rubber, angle wire, adjusting collar, distal end assy with tubes, insertion flexible tube, electrical connector assy, pcb for ccd drive pb-free. An email was sent to the pentax medical sales rep with the suggestion to contact the customer and go over the reprocessing instructions for use(rifu) manual for the video gastroscope to make sure the customer is following all protocols in regards to cleaning and disinfection. Also to stress the importance for leak testing and if resistance is felt during the advancement of accessories, force should not be used. Pentax mmodel eg27-i10, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service on (B)(6) 2018. The video duodenoscope is pending repair, or final qc approval as of 21-oct-2020.

Manufacturer narrative:
Correction information g6: follow up #1. H2:if follow-up, what type?. H3:device evaluated by manufacture. H6: coding changed based on the investigation result. Additional information: h4:device manufacture date evaluation summary: it was concluded that there was a possibility that the water used at the time of shipping inspection remained in the pipeline. The device has been repaired.